Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. During the procedure, the dentist had sewn the gums and upon the second stitch, the needle came loose from the thread and the patient swallowed the needle. The patient went to the emergency room. The patient underwent an x-ray, nothing was found. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient has been back to the dentist in the meantime. Everything has been fine from the patient side so far. There have been no further consequences for the patient. The claimed goods have already been picked up and are in transit. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? What was the size of the needle used? Please describe any medical/surgical intervention required for this suture event including dates and results. Has the needle been removed from the patient? If yes, how was it removed? Was a second procedure required to remove the needle? Does the needle remain retained in the patient's tissue? If the needle is retained, where is it located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of the needle? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name? Will any product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 health effect - impact codes. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure male, 68 years old, normal constitution. Date of index surgical procedure? (B)(6) 2024. The diagnosis and indication for the index surgical procedure? Removal of damaged teeth, extraction 36. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Second puncture with this needle to form a ¿tobacco pouch seam¿. What instruments were used to grasp the needle? Surgical needle holder. What was the size of the needle used? 4-0. Please describe any medical/surgical intervention required for this suture event including dates and results. Patient went to hospital and they made an x-ray and a gastroscopy. Both without finding the needle fragment. The fragment was probably sucked up during the procedure. Has the needle been removed from the patient? If yes, how was it removed? No needle found under x-ray and gastroscopy, was probably sucked up during the procedure was a second procedure required to remove the needle? No. Does the needle remain retained in the patient's tissue? Unknown, no needle visible under x-ray and gastroscopy. If the needle is retained, where is it located/in what structure? Unknown, no needle visible under x-ray and gastroscopy. If retained, were there any patient consequences? No. If retained, are there plans for removal of the needle? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Healthy, no consequential damage known surgeon's name? Dr. (B)(6). Will any product be returned? If so, please provide the return date and tracking information. Yes.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: according to the analyses site they´ve received one representative unopened sample and one used needle- suture piece outside its packaging. Could you please clarify whether the one used needle-suture piece is the actual sample with the reported deficiency? Yes. Is it just the second suture that was used during the surgery? N/a.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: a failed suture needle was submitted for evaluation. The product received for analysis was (B)(6). As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One representative unopened was received for analysis. Product code 734h; the product code is single armed. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: the product was returned to ethicon for evaluation. One used needle- suture piece outside its packaging. Product code 734h; the product code is single armed. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. Also, a suture piece was noted to be still attached to the barrel hole. Overall, no needle pull-off was observed. The suture was examined, and the extreme of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was not returned for analysis. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify whether the one used needle-suture piece is the actual sample with the reported deficiency? Or is it just the second suture that was used during the surgery?